Event description:
Asku.

Event description:
It was reported that the device had early battery depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed. The elective replacement indicator (eri) is the result of high internal battery resistance. Preliminary analysis revealed the battery telemetered value measured 2.81 volts. Functional testing showed the battery measured a telemetered value of 2.74 volts loaded. The save to disk analysis revealed the device memory found the eri was the result of a delta v reading greater than .211 v. Delta eri occurred (B)(6) 2011 which is before explant. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.